Manufacturer narrative:
Date of event - estimated. Therapy date - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The device was not returned for analysis. A review of the lot history record and a review of the complaint history could not be conducted because the part and lot number was not provided. As the device was not returned for analysis, the investigation determined a conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a target lesion in an unspecified vessel. The xience sierra stent delivery system was advanced over an unknown guide wire. During removal of the stent delivery system, resistance was noted with the guide wire. There was no adverse patient effect or clinically significant delay. No additional information was provided.